Event description:
Reporter indicated that vns patient developed an infection at both the generator and lead incision sites. It was reported that the generator site was completely cleared after 6 months following numerous antibiotics. The neck incision; however, re-opened with purulent drainage. The lead was explanted and the patient was hospitalized for IV antibiotic therapy. The generator was left in situ after a new pocket area was created. A new lead will be implanted after the infection clears. It was also reported that the implanting surgeon has lost his privileges at the hospital due to numerous nosocomial infections. Review of manufacturing records for both the pulse generator and the bipolar lead confirmed sterilization of devices.

Event description:
Additional information was received through clinic notes dated (B)(6) 2012, indicating the patient occasionally has drainage from the incision site of the placement of the vns on the left. He has not had that for quite some time. There is a question of a little abscess underneath the skin that may be related to a stitch from the initial implantation. Moreover, attempts to obtain further information from the reporting physician have been unsuccessful to date

Event description:
On (B)(6) 2012, additional information was received indicating that the patient was seen on this date and referred to an infectious disease specialist due to drainage from the generator site and chronic infection. The patient would not be scheduled for surgery until he was "clean." The physician recommended removal of generator. Surgery is likely, but has not occured. On 12/14/05, the patient underwent surgery. The resident generator was explanted and a new lead and generator were implanted.

Event description:
Attempts for additional information have been unsuccessful. The patient underwent re-implant on (B)(6) 2012.

Event description:
A fax was returned on (B)(6) 2013 indicating that no patient manipulation or trauma occurred that was believed to have caused on contributed to the event. Cultures were taken (incision and draining) following battery and wire replacement.

Manufacturer narrative:
Description of event, corrected data: previously submitted MDR inadvertently omitted information regarding the patient's surgery. This report is being submitted to correct this information. Date of explant, corrected data: previously submitted MDR inadvertently omitted the date of explant. This report is being submitted to correct this information.